Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 304mg/dl. The customer treated his blood glucose with a manual injection. Troubleshooting was performed. The programming in the insulin pump was correct. Two days later, the customer called back to perform the high pressure test and the test failed twice. Advised customer to discontinue using the device use and revert to back up plan. No further information was provided.